Event description:
Imaging showed filter to be titled to the patient's right, placing the filter apex in contact with the right lateral caval wall. There was noted a mid-shaft leg fracture in the filter present prior to attempt to remove the filter. Filter fragment embedded in the ivc wall. Entire filter fragment was endothelialized and unable to remove filter fragment.patient had a history of deep venous thrombosis. Patient had experienced a fall and sustained a subdural hematoma. Patient had a filter placed for pulmonary embolism prophylaxis.what was the original intended procedure?patient had a history of deep venous thrombosis. Patient had experienced a fall and sustained a subdural hematoma. Patient had a filter placed in 2011 for pulmonary embolism prophylaxis.